Event description:
Complainant alleged that while attempting to treat a 53 year old pt with vital signs absent, the device displayed a "pad fault failure" message. Complainant indicated that the clinician obtained another set of electrode pads and received the same message. The clinician obtained another device to continue treating the pt. Complainant didn ot indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.